Event description:
It was reported that, during an unknown procedure, the pressure on the dyonics control unit pump apparently shot up. It is unknown how the procedure was completed; however, no surgical delay was reported. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no relationship found between the device and the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was not confirmed. Factors which could have contributed to the reported event include a defective transducer. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: h2: additional information on g2 and h6. H3, h6: the reported device was received for evaluation. A visual inspection was performed on the exterior of product and found power port on unit was damage. A functional evaluation revealed the unit failed pressure testing. Factors which could have contributed to the reported event include a defective transducer. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause is associated with an electrical component failure. Factors which could have contributed to the reported event include a defective transducer. Based on this investigation, the need for corrective action is not indicated.